Event description:
It was reported "when flushing the catheter that was placed in this patient a half month ago, the nurse found that the extension tubing leaked liquid. It was unknown when the extension tubing was damaged. Due to the concern about infection, the catheter was removed."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged extension tube was confirmed. The product returned for evaluation was one 4fr s/l groshong nxt connector. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated and a break was observed just distal of the white strain-relief sleeve. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: ¿ 'c' shaped fracture site ¿ tensile weakness at the fracture site (due to material ballooning prior to burst) ¿ granular fracture surface texture (typical of tearing failure modes) ¿ the catheter material was visibly lighter in color at the fracture site an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Event description:
It was reported "when flushing the catheter that was placed in this patient a half month ago, the nurse found that the extension tubing leaked liquid. It was unknown when the extension tubing was damaged. Due to the concern about infection, the catheter was removed."